Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that surgeon went to pull on the angled sawblade attachment to ensure it was engaged, but without unlocking the mics, the attachment and another small metal piece fell out from inside the mics. Piece did not fall into sterile field. Piece was retrieved from the floor post-op. Product evaluation and results: as per work order (B)(4) and case number (B)(4) the alleged failure mode was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor)" rtv reason: collar broken. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0bjv and(B)(4) devices were accepted into final stock on(B)(6)2018 . A review of qt18-08-0031 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, in prodex lot k0bjv shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.

Event description:
While sawing the distal femur, the cutting tool pitch changed. Surgeon claimed it sounded like the mics itself had power and the motor was running, but it wasn't oscillating or powering the saw itself. We reset the cutter, and the saw still would not move. We could hear a low humming coming from the mics handpiece. Surgeon went to pull on the angled sawblade attachment to ensure it was engaged, but without unlocking the mics, the attachment and another small metal piece fell out from inside the mics. Piece did not fall into sterile field. Piece was retrieved from the floor post-op. Will be included when I send back the defective part. I ensured no other pieces were missing by comparing with another power system and looking inside the attachment. Case type:(B)(4). Surgial delay: =15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While sawing the distal femur, the cutting tool pitch changed. Surgeon claimed it sounded like the mics itself had power and the motor was running, but it wasn't oscillating or powering the saw itself. We reset the cutter, and the saw still would not move. We could hear a low humming coming from the mics handpiece. Surgeon went to pull on the angled sawblade attachment to ensure it was engaged, but without unlocking the mics, the attachment and another small metal piece fell out from inside the mics. Piece did not fall into sterile field. Piece was retrieved from the floor post-op. Will be included when I send back the defective part. I ensured no other pieces were missing by comparing with another power system and looking inside the attachment. Case type: tka. Surgical delay: = 15 minutes.